Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident as well as current. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated high blood glucose with tried to treat with the insulin pump, but it was keep alarming insulin flow blocked. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not contact their health care professional regarding the high blood glucose. Customer stated that insulin pump alarmed with no reservoir. Customer stated insulin did not exited. Customer stated that auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. The insulin pump will not be returned for analysis.